Manufacturer narrative:
No patient involvement. On 08/03/2016 a medtronic field service engineer visited the site and found during system testing that x-ray output is low due to failing x-ray batteries. Therefore, rad gain calibration fails. He replaced all x-ray batteries and performed a system checkout. Rad calibration passed. O-arm fully operational after battery replacement.

Event description:
A site representative reported that when calibrating the o-arm gain, the tech showed low gain medium value. They adjusted the value and tried to re-calibrate three times, but it would not pass. No patient was present.